Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump would not power on despite multiple battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 09/12/2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump was exercised for 24 hours with no issues. Investigation was unable to duplicate or verify the complaint.